Event description:
Pt admitted from clinic on (B)(6) 2018 with ldh of 1074 and inr 1.7. Pt have had one other subtherapeutic inr in the past 3 months. Normal ldh range 100-200's. Pt taking coumadin as prescribed. Started on bivalirudin on admission. No lvad pump flow/power alarms or spikes or dark urine. Echo without enlarged left ventricle. Pt ldh trending down with last shown on (B)(6) 2018 in the 900's. Pt insisting on being discharged to home.